Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 31 mg/dl, causing customer to fall. Reportedly, customer was using fiasp for insulin therapy. Additionally, customer believes the cause to possibly be related to the non-tandem infusion set tubing; however customer was not able specify what the issue was. Bg was treated with intravenous saline and fluids. Reportedly, customer left the ER the next day with no permanent damage. Customer was unable to provide additional details as the customer could not recall and was confused about the event details.